Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2013 with the following findings:evaluation revealed that the pump powered on and the display was blank. The pump was opened and no cracks or damage to the oled was observed. Investigators replaced the oled with the test display which illuminated and is clear and legible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The serial number for this device was originally reported as (B)(4); the correct serial number for this device is (B)(4).